Event description:
It was reported that the insulin gauge was inaccurate resulting in the customer experiencing a low blood glucose (bg) level of 50 mg/dl. The customer received a third party assistance from their husband, who helped the customer consume glucose tablets to address bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.